Event description:
Rn states she programmed a one mg bolus for one minute but the pump was infusing at 80 ml/hr when the night shift came on. Biomed assessment: there were no errors in the logs for either pcu (brain) or the lvp (module) during the time span in question. The pcu and lvp event logs showed the pump was running at 1 ml/hr, volume to be infused (vtbi) 95.236 at 0225 hours. Infused volumes were cleared at 0547 and then again at 1833 hrs. There were no rate changes until 1826 when changes were made. The pump brain (pcu) and pump module (lvp) functioned properly. The patient did not suffer any long term sequelae.